Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (1000 mcg/ml at 315 mcg/day) and bupivacaine (30 mg/ml at 9.449 mg/day) via an implantable infusion pump. The patient's relevant medical history included lumbar stenosis and chronic pain syndrome. It was reported that the patient complained of a return of pain. He also stated that he was not getting the same relief when using his personal therapy manager (ptm). The patient stated that his doctor told him that there were reservoir volume discrepancies noted with refills. The doctor confirmed the patient's complaints and added that the volume discrepancies had been increasing with each refill. There were no contributing factors that may had led or contributed to the issue. A "catheter analysis" was done about 3 weeks ago, relative to (B)(6) 2018, that showed that the catheter was patent and had no issues. The patient and doctor agreed upon a pump replacement. The pump was replaced on (B)(6) 2018. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The pump would be returned for analysis. No further complications were reported.

Manufacturer narrative:
The returned pump passed all functional testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
The document contained no new information.